Event description:
Same case as MFR# 6000089-2004-01400. Clinical study: ninety-eight days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 8 mm taxus stent. Residual stenosis was 0% following post-dilatation. However, a distal dissection required the placement of a second taxus stent (2.5 x 8 mm). Residual stenosis was 0% following post-dilatation of this second stent. The pt was discharged on the following day. Ninety-eight days later, the pt tripped on the stairs going up to their dwelling, slamming their face into the concrete. At the ER, the pt was noted to have a large contusion of the right orbital area. CT of the head showed a large left-sided subdural hemorrhage with evidence of rightward subfalcine shift. There was also additional parenchymal and subarachnoid hemorrhage noted. There was a blow out fracture of the right orbit with suspected inferior rectus entrapment. The pt was taken to the or for craniotomy for evacuation of the clot. The pt's poor prognosis was discussed with their family who elected to proceed with comfort measures only. Ventilator support was withdrawn and the pt expired 3 days later. Causality: target vessel(s) involved: no.